Event description:
It was reported that the user started a freestyle libre 3 plus sensor in the libre app instead of initiating it in the ilet app, resulting in the sensor being tied to another device and unusable with ilet; the agent instructed deletion of the libre app and assisted with pairing a new sensor in the ilet app, addressing a use error consistent with an improper or incorrect procedure or method, with no applicable device subcomponent implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability problem due to the sensor being started on a non-ilet application, aligning with a use error and no specific device component applicable. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."